Event description:
The international customer reported the ventilator alarmed and monitor screen went black during normal ventilation operation. The customer reported the device was in use on a patient and there was no patient harm. Review of the device diagnostic log noted a shutdown during normal ventilation operation. During evaluation of the device, the manufacturers service technician reported observing a component failure on the power management pcb board. The service technician replaced the power management pcb board to address the finding and the reported problem. Final testing was completed to operating specifications with no faults reported.